Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot # of each product code used in this procedure- lot# has not been supplied yet. Name of procedure- scoliosis. What medical/surgical intervention was provided? The patient had a programmed surgery of spine arthrodesis. Was the allergic reaction infected? There was no infection of the surgical site. Only foreign body reaction. Were there signs or symptoms of infection prior to the procedure? There were no direct or indirect signs of infection. Were cultures performed? In the immediate postoperative period, only (B)(6). Were prescription steroids administered? Only the preoperative antibiotic, which was 2 months ago.

Event description:
It was reported that the pediatric patient underwent scoliosis procedure on an unknown date and barbed suture was used. Following the procedure, the patient experienced an allergic foreign body reaction to the suture. There were no direct or indirect signs of infection. No additional information was provided.